Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g, promus element, mr, ous 2.75x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 11 most distal stent strut rows were damaged. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75x28mm promus element drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a severely tortuous and severely calcified coronary artery. A 2.75x28mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the device was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.